Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. It is unknown when the monitor damage occurred. The monitor was able to monitor the patient until the device was shutdown. The root cause for the open resistor could not be positively identified. Device evaluation of belt sn (B)(4) has been completed.  The reported problem (patient death) was confirmed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality.  There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient had passed away on (B)(6) 2019 at approximately 10:00 am, while wearing the lifevest. The patient was reportedly in the hospital prior to passing. ICU staff was present at the time of patient passing. The patient was reportedly on hospital telemetry. It was reported that the patient passed from cardiac arrest. It was also reported that the lifevest was not alarming. Resuscitation efforts were performed. Per clinical review of the available ECG data, the device detected an arrhythmia at 07:29:27, while the patient was in vt at 100 bpm with CPR artifact. The detection stopped at 07:30:07. The patient was then seen in an idioventricular rhythm at 90 bpm with CPR artifact at the time the device was shutdown at 07:30:14 on (B)(6) 2019. Subsequent monitoring of the patient was not possible, due to the device deactivation. The patient subsequently passed away on 03/16/19. The device was shutdown while the patient was in a life-sustaining rhythm. The device properly detected vt, however the rate was not above the physician prescribed treatment threshold of 150 bpm, therefore the lifevest did not complete the treatment sequence. There is no indication that the lifevest caused or contributed to the patient death.